Manufacturer narrative:
Additional information was received from the user facility concerning the adverse event. It has been determined that two duplicate complaint notifications were created in the b. Braun complaint management system for the adverse event described in medwatch (B)(4). Complaint notification (B)(4). Complaint notification (B)(4) will remain in the b. Braun complaint management system, and complaint notification (B)(4) will be cancelled. This manuf. Report number, 9610825-2024-00745, is associated with the redundant complaint, (B)(4), and is now considered invalid. All further reporting for this event will be done through manufacturer report number 9610825-2024-00761.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). According to the user facility's event description, the device's audible alarm alerted the staff, who responded by switching the levophed infusion to a second pump that was available. Although the interruption contributed to the patient's decreased blood pressure, a second pump was available to resume the critical drug infusion. There is no mention of further interruptions or additional medical intervention. The investigation is ongoing at this time. A follow-up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on 23aug2024 a complaint was received from university of md hospital indicating "2002 failed during infusion". No additional information was provided at the time. On 19sep2024 medwatch report 2100020000-2024-8019 was received stating the following : "describe the event or problem: rn (registered nurse) heard the pump alarm coming from the patient's room. Upon entering, the rn noticed an error code with a hazard sign and an error code listed as 2002. The levophed that had been running through this pump had ceased running upon this alarm code popping up. Following the pump malfunction, the nurse began to swap the levophed to another channel. While this was happening, the patient's blood pressure drastically dropped for which the patient received treatment."

Event description:
On (B)(6) 2024 a complaint was received from (B)(6) hospital indicating "2002 failed during infusion". No additional information was provided at the time. On 19sep2024 medwatch report 2100020000-2024-8019 was received stating the following: "describe the event or problem: rn (registered nurse) heard the pump alarm coming from the patient's room. Upon entering, the rn noticed an error code with a hazard sign and an error code listed as 2002. The levophed that had been running through this pump had ceased running upon this alarm code popping up. Following the pump malfunction, the nurse began to swap the levophed to another channel. While this was happening, the patient's blood pressure drastically dropped for which the patient received treatment."